Event description:
It was reported the pt had pain above the ipg pocket site. The sjm rep met with the pt for reprogramming. F/u with the pt identified the pain was still present. It was reported the pt had requested a smaller ipg to replace the existing ipg. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.